Manufacturer narrative:
This report is filed, april 6, 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed recurrent infection at the implant site and was treated with oral antibiotics (dates and durations not reported). Subsequently on (B)(6) 2016 the patient was administered a local anesthetic and skin was excised from the site; during the same procedure the abutment was removed. The implanted device remains.